Event description:
It was reported that a 3.5x19 otw graftmaster was implanted in the mid left anterior descending (lad) artery on (B)(6) 2014 to seal a spontaneous perforation of an aneurysm without any issues noted. On (B)(6) 2014, the patient presented with chest pain, was admitted to the hospital and was found to have st elevation myocardial infarction (mi). A 3.5x26 rx graftmaster stent was implanted to treat a spontaneous perforation of the aneurysm in the mid lad artery, distal to and overlapping the previously placed 3.5x19 otw graftmaster to successfully seal the perforation. The patient was doing okay post procedure. The patient was evaluated for rupture of the pseudoaneurysm of the lad. The family did not want any surgical intervention and the patient was observed in the intensive care unit. The patient developed cardiac arrest due to ventricular tachycardia and underwent intubation; however, the family wanted comfort care only and the ventilation was withdrawn. On (B)(6) 2014, the patient passed away. The cause of death was cardiac arrest due to ventricular tachycardia, acute respiratory failure, st elevation mi status post stenting of the spontaneous perforation of the aneurysm in the lad, pericardial effusion, ischemic cardiomyopathy, end-stage renal disease, and diabetes mellitus. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It should be noted that ventricular tachycardia, death and perforation are listed in the graftmaster rx coronary stent graft system instructions for use as adverse events that may be associated with the use of coronary stent graft procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 3.5x19 mm otw graftmaster referenced is being filed under a separate medwatch report.